Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer states that one patient sample generated an initial architect afp assay result over 200 ng/ml. The sample retested at 6.9 and 2.9 ng/ml. No suspect results were reported from the lab. The customer requested a service call. There is no impact to patient management reported.